Event description:
Report rec'd from the USA stating that the device had "exposed wires" where the hose connects into the drill, discovered during the cleaning process. The event was not related to surgery. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If add'l info is rec'd, a supplemental report will be sent.